Event description:
It was reported that the patient was in the (ER) emergency room due to extreme pain. Imaging was taken and confirmed severe lead migration. The patient underwent a procedure wherein the spinal cord stimulator (scs) leads and implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was in the (ER) emergency room due to extreme pain. Imaging was taken and confirmed severe lead migration. The patient underwent a procedure wherein the spinal cord stimulator (scs) leads and implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.